Event description:
The facility operating room manager reported a corneal burn occurred. The surgeon stated a micro burst of heat occurred during phaco. The facility operating room manager stated they performed troubleshooting and didn't find any problems with the phaco handpiece. They continued to use the system and phaco handpieces with no further corneal burns reported. They did not save consumables and stated they do not re-use phaco tips. The surgeon stated the occlusion bell sounded once or twice and then the burn occurred. Additional information from the surgeon stated the device was blocked prior to phaco. The wound was sutured. The patient outcome will resolve with treatment.

Manufacturer narrative:
The company service representative examined the system and phaco handpieces with no problems found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 08/28/2009.